Event description:
It was reported that bd ultra-fine¿ 6mm insulin syringe had duplicate information. The following information was provided by the initial reporter: duplicate lot.

Manufacturer narrative:
H.6. Investigation: customer returned several images of a shelf carton for 1.0ml, 31 gauge, 6mm syringes from lot 1074325. A portion of the lot number, manufacturing date, and expiration date appears to be printed twice with the text not fully overlapping. This results in the text being difficult to read. A review of the device history record was completed for batch# 1074325. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A root cause cannot be determined. H3 other text : see h.10

Event description:
It was reported that bd ultra-fine¿ 6mm insulin syringe had duplicate information. The following information was provided by the initial reporter: duplicate lot.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.